Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The footrest was returned for failure analysis and the reported issue was not confirmed or replicated. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The footrest was installed into the pca test system and started up indicating no errors. Tested the epo and ergo functions with no issues. All the pedals were able to activate properly. Ran 10 power cycles and let the system idle for an hour with no errors. The probable root cause could not be identified as failure analysis could not confirm or replicate the customer alleged issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footrest to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report instrument swap pedal was not working. Tse found no entries regarding that in the error logs. Tse guided caller to carefully check, if instruments are not "given" to other console. Tse explained caller to check if instruments can be given to second console, to share work or for proctoring. The procedure was converted to another dv with no reported injury.